Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was excessive electrical stress was applied to the device while the user was handling the device which led to breakage of circuit board. The event can be detected/prevented by following the instructions for use which state: ¿-before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and video system center may malfunction. -floors should be made of wood, concrete, or ceramic tile that hardly produces static. If floors are covered with synthetic material that tends to produce static, the relative humidity should be at least 30%. -even if performing only 2d observation, connect the two video connectors of the endoscope to the respective video system centers. Touching the electrical contacts of the disconnected video connector may cause an electric shock.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The device was repaired on site at a local service center by a third party repair service. The device evaluation by a third party repair service found no image, and a b31 scope communication error code occurred due to breakage of the electronic board. The evaluation also found that the adhesive on the bending section cover had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had no image. The issue was found during preparation for use. There was no patient or procedure involvement. There were no reports of patient harm.